Event description:
It was reported that during a deep brain stimulation procedure involving the left side lead, an issue arose where out-of-range contacts would not be used for programming. An impedance test indicated that the contacts were out of range when attempting to activate stimulation. Specifically, contact 0 and contact 1c showed 5k> at 1ma, leading to the decision to program the patient to contact 2, while contacts 0 and 1 would not be used for programming. It was noted that the contacts were not out of range immediately after the implant, and there were no reports of falls or trauma to the area. The issue was not resolved at the time of the report, and the device remained implanted and in service. Additional information was received on dec., 17th from the manufacturer representative, and it was confirmed with the healthcare provider that during programming in november, an out-of-range setting alert appeared on the screen when stimulation was increased on contact 1. Upon reviewing, the impedance for contact 1 was found to be out of range. No surgeries had occurred outside of stage I and stage ii. Impedance levels had been normal since surgery and during prior visits, making this a new and unexplained finding. The cause of the issue remains unknown, and it is currently unresolved. The plan is to monitor the impedance during each follow-up visit to determine if the problem persists. In the meantime, the patient has been programmed on another contact in the anterior nucleus.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# (B)(6); implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 09-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.